Event description:
Information received indicates the left head and foot siderails are not locking in up position.

Manufacturer narrative:
The technician found the screws were missing on both siderail release arms. He replaced the release arm screws and lubricated both siderails to repair the bed.